Manufacturer narrative:
The reported output anomaly was found to be due to normal battery depletion. Analysis found the device to be within longevity performance. The device was tested on the bench and on the automated electrical system. No anomalies were found. The device's functionality was found to be normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that review of a stored electrogram showed the device detected vf, but the therapy was aborted. The device presented an alert for aborted charge due to output circuit damage. It is suspected that the device is damaged. The device was explanted.